Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was not able to press any of the buttons on the insulin pump. Customer received a failed battery and a button error after. Customer's blood glucose was 114 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted. Unable to verify for failed battery test alarm or display anomaly due to no act button response. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.